Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has issue with ECG and spo2 readings. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.